Event description:
A distributor reported on behalf of a healthcare facility in south africa that an mr290v autofeed humidification chamber, provided as a part of an rt265 infant dual-heated evaqua2 breathing circuit, was found damaged prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Method: the subject mr290v vented autofeed humidification chamber, provided with the rt265 infant dual-heated evaqua2 breathing circuit, was not returned to fisher & paykel (f&p) healthcare. Our investigation is therefore based on the information and photographs provided by the customer, and our knowledge of the product. Results: review of the provided photographs confirmed that the subject humidification chamber was cracked. Conclusion: without the return of the subject device, the cause of the observed crack could not be determined. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt265 infant breathing circuit include the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.